Event description:
It was reported that the patient presented in the hospital after having three syncopal episodes. Upon pulse generator interrogation, ventricular auto-capture was noted to be in high output mode. The ventricular unipolar capture thresh- old was 3.0 v at 1.0 ms and 5.5 v at 0.4 ms with impedance of 221 ohms. One month ago, the capture threshold was noted to be 1.5 v at 0.4 ms with impedance of 235 ohms. The ventricular lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.